Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It also had a scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.